Manufacturer narrative:
The reported complaint regarding the autopulse platform (sn (B)(6) not retracting the lifeband and persistently displaying the prompt to initialize was not confirmed in the archive data or during functional testing. No device malfunction was identified during testing at zoll, and the autopulse platform performed as expected. The customer's additionally reported complaint that the plastic at the bottom of the autopulse platform had a crack was confirmed during visual inspection. The front enclosure was observed cracked, most likely due to user mishandling. The front enclosure requires replacement to address the issue. The archive data review did not reveal any error messages or faults on or around the reported event date. The autopulse platform successfully passed the initial functional test without any faults or errors, and the customer's reported complaint could not be replicated. Zoll is awaiting the customer's approval for the repair.

Event description:
During patient use, the autopulse platform (sn (B)(6) failed to adjust and retract the lifeband around the patient's chest. Despite troubleshooting efforts, such as pulling up on the lifeband to reset and readjust the patient position, the platform continued to display the prompt to initialize and failed again. No error code was mentioned by the paramedic. Manual CPR was performed for the duration of the call. The paramedic noted that patient care was affected, but there were no deaths or known injuries. After the call, it was observed that the plastic at the bottom of the autopulse platform had a crack. The customer expressed concern about the cracked plastic. No error code was observed on the autopulse platform.

Manufacturer narrative:
Section b3 was corrected based on the customer's provided additional information on february 07, 2025.